Manufacturer narrative:
UDI related data quality updates only. This report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right atrial (ra) lead had fracture. This lead was surgically abandoned. Additional information received indicates that the lead was fractured completely in half. This was confirmed with fluoroscopy. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead had fracture. This lead was surgically abandoned. Additional information received indicates that the lead was fractured completely in half. This was confirmed with fluoroscopy. No additional adverse patient effects were reported.